Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Testing the device's downstream and found it to be faulty. Also, the device alarmed cassette not attached properly, reattached cassette. The reported issue was cause by the dso being stuck. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had cassette error alarm and downstream occlusion seal damaged. There was no patient involvement and no patient harm/ no adverse event reported.